Event description:
It was reported that during a gastrectomy procedure, the blade was broken off when it was wiped to clean with gauze outside the patient body. So no piece was left in the patient.. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.